Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 223 mg/dl. Reportedly, the customer changed the infusion set but declined further troubleshooting with tandem technical support; therefore, the cause of the occlusion was not able to be determined.